Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 17449670. UDI: (B)(4). Product family: scs-extension: upn: m365sc3138250. Model: sc-3138-25. (B)(6). UDI: (B)(4). UDI: (B)(4).

Event description:
It was reported that the patients spinal cord stimulation (scs) paddle leads had impedances. The patient underwent a revision procedure wherein the lead extensions and cervical paddle leads were explanted, and a new artisan paddle was implanted. The patient was doing well postoperatively. The explanted device components will not be returned as they were discarded per facility policy.